Event description:
It was determined in evaluation that a pump keypad was malfunctioning. It was reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: #7, #8, and #9. This is caused by a tear on the keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #7 key will occur following the selected key's function (e.g. When the #1 key is pressed, 17 will be displayed. When in alphabetic mode and the "abc" key is selected. "As" will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter was initiated a CAPA to further investigate the issue.